Event description:
It was reported that when the doctor was placing the screw into the femoral tunney, he did not take the pin out while the screw was being placed. It was further reported that the pin was bent at the end and therefore the screw broke.

Manufacturer narrative:
Additional info will be provided once the investigation is completed.